Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence, cystocele and rectocele on (B)(6) 2006 and a sling and (bs) polyform were implanted. The patient experienced pain, bleeding, dyspareunia, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures including surgeries on (B)(6) 2007 and (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.